Event description:
Reporter's daughter wore patches on both legs in 2007 overnight 7-8 hours for treatment of sports related muscle strains. She applied them to leg areas that were the most painful. The right leg was unaffected at patch application site, but the left leg was seriously burned. Patch on left leg tore skin on removal and within a few days the area had an inflamed burn-type blister. This did not occur until the following month. The area of the application site is very painful. Mother is going to take daughter to the doctor.

Manufacturer narrative:
From incident description and bilateral application of the patches, it is possible that the girl slept on one patch which could apply pressure and add'l heat in the patch area.